Event description:
It was reported that the patient was having trouble with "lead one." It was noted that the implantable neurostimulator (ins) was in the patient¿s left hip.

Manufacturer narrative:
Concomitant medical products: product ID: 74002, lot# n341927, implanted: (B)(6) 2012, product type: adapter. Product ID: 37746, serial# (B)(4), product type: programmer, patient; product ID: 399930, lot# j0527292v, implanted: (B)(6) 2007, product type: lead (x2); product ID: 748925, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 748925, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).